Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2010, the patient underwent endovascular repair of a thoracic aortic aneurysm rupture using two gore® tag® thoracic endoprostheses. The estimated amount of pre- and intra-operation blood loss was 3200ml. On the same day, the patient developed paraplegia, and the physician started a spinal drainage and medications (steroids, naroxone and radicut). On (B)(6) 2010, the paraplegia was resolved and the patient was discharged of the hospital.